Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first mitraclip nt clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). In the physicians opinion, the slda was caused by difficult imaging due to heavy calcification on the annulus. A second clip was implanted to stabilize the slda clip. Two clips were implanted, reducing the mr to 1. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (significant annular calcification) and poor image resolution due to patient anatomy/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.